Event description:
It was reported black strains were observed on the tubes. It ws further stated that the tubes were not used.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. Reported to FDA on october 21, 2014. There are two cases associated with this product; therefore, one additional FDA form 3500 form has been generated to address the other case.